Manufacturer narrative:
A ge service representative evaluated the system and retapped the input isolation transformer to match incoming electrical power from the customer. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system was continuing to fluoro in patient care situations after the switch was released. An uncommanded exposure of 30 seconds was alleged by the customer. No patient injury was reported.